Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier worked as expected for the first two to three times and then the clips would not close. Three clips were fired which did not close. The er320 was put to one side and a medtronic endoclip was opened to complete the procedure. The patient experienced no harm.

Manufacturer narrative:
(B)(4). Batch # t40g6a. Investigation summary the analysis results of the er320 device found that it was returned with the jaws in yielded condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed 2 malformed clips, and then 3 conforming clips were fed and formed. In addition, the device locked out as intended. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation¿. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.